Event description:
Customer states that their aaa6300 instrument caught on fire, emitting smoke and heat, completely destroying the instrument and causing some damage the lab. The event occured at 2:00 a.m. While the instrument was in standby mode and no operators or other personnel were in the facility. Preliminary information indicates that a power supply failure may be implicated in the event. This instrument is >15 years old, is not ul marked and is no longer being manufactured. The lab involved in this event did not have smoke detectors or a sprinkler system installed. Under all of these conditions, potential injury to operators or others could occur.